Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one powerport MRI isp and groshong catheter in two segments. Functional, gross visual and microscopic visual evaluations were performed. Although the sample was returned for evaluation three images were provided for review. The investigation is confirmed for the reported catheter fracture, material separation and identified migration, deformation and worn issues, as a circumferential split was noted approximately 5.0 cm from the distal end of the cath-lock. A complete compound break was noted approximately 6.3 cm from the distal end of the cath-lock. The edges of the circumferential split had regions that exhibited either jagged or rounded characteristics. The surface of the circumferential split also had regions that exhibited either smooth or granular texture. The edges of the compound split had regions that exhibited either jagged or rounded characteristics on both the proximal and distal segments. Similarly, the surface of the compound split had regions that exhibited either smooth or granular texture on both the proximal and distal segments. A definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2018). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximated four years five months post port placement, the chemoport catheter allegedly fractured just above the clavicle. It was further reported that the catheter was allegedly broken during removal and the detached segment was removed after two days. The patient status was stable.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2018).

Event description:
It was reported that approximated four years five months post port placement, the chemoport catheter allegedly fractured just above the clavicle. It was further reported that the catheter was allegedly broken during removal and the detached segment was removed after two days. The patient status was stable.